Event description:
Boston scientific crm received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited noisy signals in the right ventricular (rv) channel. It was noted this patient did not experience any inappropriate therapy. Another follow-up was performed, and noise was not reproducible through pocket manipulation. There was only the one episode of noise recorded. It was noted this patient had a new anti-theft system put in at work, but bsc ts does not believe the noise looked like electromagnetic interference (emi). Bsc ts discussed that a revision procedure is not necessary if all other measurements are within normal range, but that it is the physician's decision on what she/he would like to do. Subsequently, additional information was received that all measurements were out of range. When the pocket was manipulated noise was observed, and the physician believed after reviewing an x-ray that the rv lead had dislodged. The physician elected to explant this device. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis testing could not confirm the initial allegations of noise, impedance problem, or lead dislodgement.